Event description:
Healthcare professional (hcp) reported "pump had completed early". Pump alarmed and patient came in and it shouldn't have completed because the pump even stated it had 49cc left. Healthcare professional had the pharmacy measure the medicine which measured out to 42cc. Medication being infused is unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.